Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 36mm thoracic aortic dissection type b. Vessel morphology was reported as the diameter of proximal aortic neck was 28mm and 20mm in length. Shape of proximal neck was noted as parallel sides. Diameter of distal aortic neck was 30mm and 20mm in length. Shape of distal neck was noted as parallel sides. During the post-operative course pulmonary complication were noted (pneumonia). Feverishness post implant with opacity of right inferior lobe, pathological pulmonary auscultation and past history of pre-operative atelectasis. The investigator indicated no relation to the study device; however, relation to study procedure. The patient was treated with medication and the event was resolved. No additional clinical sequelae were reported and the patient is doing fine.